Event description:
It was reported during an ablation procedure for a lung tumor, it was noted the pt's blood pressure dropped while pressure was being applied to the liver. CPR was administered and the pt stabilized in approximately two minutes. This device was received and evaluated by the MFR. The engineering evaluation indicated the returned unit passed the final test procedure including the hipot and burn-in test selection. Co believes user technique, and/or pt anatomy may have contributed to this event. However, co is unable to determine the relationship between the device and the cause for this event.